Event description:
It was reported that suture placement with a proglide device was attempted in a common femoral artery using the preclose technique prior to an interventional procedure. The arteriotomy was a 6f and during the interventional procedure the sheath was upsized to a 9f. Reportedly, the proglide was placed after removing the 6f sheath and there was good blood marking visible. After deploying the foot, strong resistance was felt when the proglide device was being pulled back. The needle plunger was depressed until the collar met the device body. The needle plunger was retracted and on one of the needles the suture, so no cuff miss occurred. The foot was parked (retracted) and the proglide device was backed up to the guide wire exit port, until the sutures could be retrieved. At this point the whole suture was no longer inside the patient's anatomy/vessel wall and hemostasis was achieved. The guide wire was inserted and another proglide device was used successfully placing the suture using the preclose technique. The interventional procedure was performed and hemostasis was achieved using the pre-placed proglide suture. Only one proglide device was used in the preclose technique to close the 9f arteriotomy. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide; however, is not established/trained in the preclose technique for large hole closure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported suture pulling out of the artery was confirmed. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.